Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated the user alleged the insulin pump was under delivering insulin due to high blood glucose even after changing infusion set. Customer's blood glucose level was 210 mg/dl. Customer had been using insulin pump system within 48 hours of reported event. Customer treated their high blood glucose with insulin pump. Customer was not using auto mode feature at the time of reported high blood glucose event. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.